Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient presented with either a hernia or dehiscence following the initial procedure. Upon reopening along the original incision, there was no presence of the suture. This difficulty did result in a reoperation to close the fascia and insertion of a large sheet of mesh to support the abdomen. Additional information has been requested but not yet received.